Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery cap was not returned with the pump, and the test cap was able to secure onto the pump. The pump powered on with the test cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage was observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked, and the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.